Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed calibration error and change sensor. Customer's blood glucose level was not reported. The insulin pump went into threshold suspend in the middle of the night. Customer's sensor glucose reading was 60 mg/dl but his blood glucose level was over 200 mg/dl. The device was not returned.